Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to the technical service department (ts) on (B)(6) 2025 that the cycler alarmed with a m30.1 balloon valve leak alarm in fill 1 of 2. The patient clamped all lines and canceled treatment (tx). The patient was connected during incident; cycler has been re-setup with new supplies. The patient also reported a fluid leak. The fluid was not discovered in the pump module area nor on the external of the cassette. The fluid leaked from unknown lines or from unknown locations. The only thing that the patient could say was that there was some fluid (quite a bit) on the floor at the time of the call. The patient indicated that everything just went fine in set up. There was an alarm prior to leak. The m30.1 alarm occurred prior to the fluid leak. The film on the back of the cassette was not loose. The ts advised the patient to contact pdrn to inform of replacement. Upon follow-up conducted on (B)(6) 2025 the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed being aware of the reported event. The pdrn stated that they were not sure when exactly the leak occurred, but they believed it was during setup; but reiterated that they weren¿t sure of the exact step. The pdrn stated that the patient informed that the cycler alarmed with the balloon alarm and there was some fluid inside the cycler so the leak might¿ve not occurred from the solution bag, but they cannot confirm where exactly the fluid was coming from. The pdrn stated that the patient did not report any fluid leak from the solution bag itself. Per the pdrn the day of the reported event was the first day that the patient had set up the cycler on their own at home. Per the pdrn the patient was using the same cycler during their pd training and had no issues prior. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment on the day of the reported event via continuous ambulatory peritoneal dialysis (capd). The sample is not available to be returned to the manufacturer for physical evaluation since the patient has discarded the supplies used that day. The new cycler has been received. The pdrn confirmed that the old one will be returned as scheduled.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported to the technical service department (ts) on (B)(6) 2025 that the cycler alarmed with a m30.1 balloon valve leak alarm in fill 1 of 2. The patient clamped all lines and canceled treatment (tx). The patient was connected during incident; cycler has been re-setup with new supplies. The patient also reported a fluid leak. The fluid was not discovered in the pump module area nor on the external of the cassette. The fluid leaked from unknown lines or from unknown locations. The only thing that the patient could say was that there was some fluid (quite a bit) on the floor at the time of the call. The patient indicated that everything just went fine in set up. There was an alarm prior to leak. The m30.1 alarm occurred prior to the fluid leak. The film on the back of the cassette was not loose. The ts advised the patient to contact pdrn to inform of replacement. Upon follow-up conducted on (B)(6) 2025 the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed being aware of the reported event. The pdrn stated that they were not sure when exactly the leak occurred, but they believed it was during setup; but reiterated that they weren¿t sure of the exact step. The pdrn stated that the patient informed that the cycler alarmed with the balloon alarm and there was some fluid inside the cycler so the leak might¿ve not occurred from the solution bag, but they cannot confirm where exactly the fluid was coming from. The pdrn stated that the patient did not report any fluid leak from the solution bag itself. Per the pdrn the day of the reported event was the first day that the patient had set up the cycler on their own at home. Per the pdrn the patient was using the same cycler during their pd training and had no issues prior. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment on the day of the reported event via continuous ambulatory peritoneal dialysis (capd). The sample is not available to be returned to the manufacturer for physical evaluation since the patient has discarded the supplies used that day. The new cycler has been received. The pdrn confirmed that the old one will be returned as scheduled.